Manufacturer narrative:
The device has been requested for evaluation but has not been received.

Event description:
The facility reported an infusion pump with a failure code 570:320 and 3 battery discharges. Info was not provided regarding whether or not the device was in pt use when the event occurred. No record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported.